Event description:
It was reported that the patient¿s blood glucose (bg) reached 423 mg/dl while wearing the pod longer than 48 hours. The patient experienced redness and swelling at the pod insertion site. The patient was unable to confirm if the pink slide moved forward, but stated the cannula was inserted into the skin and upon removal, the cannula appeared normal. Additionally, the patient observed insulin leaking. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone17.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.